Manufacturer narrative:
Concomitant medical products: 6947-58 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead was possibly oversensing far-field r waves. It was noted that the oversensed beats were appropriately falling in the atrial refractory period. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the patient was being scheduled to come into the clinic for reprogramming.